Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened. The screw was removed and replaced.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed significant wear and discoloration around the threads, shank, and the collar. There was noticeable gouging around the hex circumference and debris in the hex feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev c 09/16 instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite® hexed screw it is recommended to torque at 20 ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Visual comparison of drawing no. 223021 rev. K was consistent with the design of the screw and did not identify any manufacturing deviation. The product was functionally tested, and the screw successfully threaded into the test implant as intended. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.